Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in greece, approximately 3 years post implantation of a 26mm sapien 3 valve in tricuspid position in a 9-year-old boy, the valve was reported as stenosed. Per the patient's father, in the last one month, the patient's health condition has been rapidly deteriorating, but up to now was not life threatening. The father reports the patient as having minor swelling both on his face and abdominal area. The ultrasound showed stenosis of the valve and "a 3/4 severe blood flow from the upper heart chamber to the bottom chamber. It seemed that one of the valve leaflets is stuck open and a second one looks like it has folded in half." The patient was to receive further evaluation by the implanting physician. Exact diagnosis and treatment were pending.

Manufacturer narrative:
Updated b5, h6-type of investigation, investigation findings corrected h6- investigation conclusions the complaints for valve stenosis, central regurgitation, and leaflet motion restriction were unable to be confirmed due to unavailability of relevant medical record/imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Thv-in-tricuspid native annulus using the sapien 3 (s3) valve with the certitude delivery system (ds) is not an indicated use of the device. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years ago a 9 year old boy received a 26mm sapien 3 valve by transapical approach in tricuspid position" and "now it was reported that the valve is stenosed. An ultrasound scan showed stenosis of the valve and a 3/4 severe blood flow from the upper heart chamber to the bottom chamber. Probably due to the stenosis it seems that one of the valve leaflets is stuck open and a second one looks like it has folded in half." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. In this case, an under-expanded thv was implanted in a young patient with complex congenital heart disease. The under-expanded thv can prevent the leaflet from opening fully, reducing the effective orifice area of the valve and lead to stenosis overtime. In addition, a combination of young age (higher metabolism rate) and the pre-existing congenital heart disease could have also accelerated valve stenosis. As such, available information suggests that procedural factors (under-expanded valve) and patient factors (age, pre-existing heart disease) may have contributed to the stenosis. In this case, an under-expanded valve likely impacted leaflet coaptation by preventing the leaflets from opening and closing as intended due to constrained valve diameter. Improper coapation can in turn render the leaflets non-functional over time due to physical deterioration. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the leaflet motion restriction. In this case, restricted leaflet motion interfered with the valve functionality by preventing the leaflets from closing properly during systole, which resulted in central regurgitation. As such, available information suggests that patient factors (restricted leaflet motion) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in greece, approximately 3 years post implantation of a 26mm sapien 3 valve in tricuspid position in a 9-year-old boy, the valve was reported as stenosed. Per the patient's father, in the last one month, the patient's health condition has been rapidly deteriorating, but up to now was not life threatening. The father reports the patient as having minor swelling both on his face and abdominal area. The ultrasound showed stenosis of the valve and "a 3/4 severe blood flow from the upper heart chamber to the bottom chamber. It seemed that one of the valve leaflets is stuck open and a second one looks like it has folded in half." The patient was to receive further evaluation by the implanting physician. Exact diagnosis and treatment were pending. As per follow up performed, the physician informed the patient and his family that a valve-in-valve procedure must be done as one leaflet of the valve does not open properly anymore.